Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 455 mg/dl. Customer current blood glucose value was not known. Customer reported no symptoms related to high blood glucose event. Customer declined troubleshooting due to high blood glucose. Auto mode feature use was unknown during the event. The insulin pump will not be returned for analysis.